Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had an agonal rhythm of which the ICD (implantable cardioverter defibrillator) may have contributed to the patient¿s death due to the way the ICD was programmed. The ICD was programmed with stability and onset features enabled and as a result the ICD resets the ventricular tachycardia (vt) count back to zero on patient's extremely variable agonal rhythm. Thus the vt/vf (ventricular tachycardia/ventricular fibrillation) combined count cannot be met and vt/vf detection and therapy never occurs. Additionally, information obtained from follow-up reported that the physician had reviewed previous interrogations and concluded this was the desired programming, to have the stability and onset features enabled. Therefore, the ICD function as programmed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.